Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they jumped into the swimming pool with the insulin pump, without thinking. The customer's blood glucose was 140 mg/dl. They stated that there was fluid under the lcd display of the device. The device was not dropped. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker. During visual test, found moisture damage to the electronics however, no moisture damage found on the motor, battery tube and vibrator assembly.